Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of the first prostyle were successfully pre-placed. Reportedly, when the second prostyle device was deployed, the suture rail did not deploy out of the body of the device. The suture had captured the vessel; however, the suture had to be cut from the end of the guide tube at the needle port to be able to remove the device. The suture of the device remained, and the physician pre-placed the sutures of a third prostyle just in case the second suture had not deployed correctly. The sheath was upsized to a sheath size greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.